Manufacturer narrative:
Unit powered up properly after battery installation. Unit passed active current measurement, self test, and displacement test. Power connector plug in and locked in place properly, however unit received with unexpected battery power loss and had high sleep current, problem isolated to electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display and there was red light. The customer¿s blood glucose level was 6mmol/l at the time of the incident. Display did not return after the pump restart. Customer stated battery compartment was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.